Event description:
It was reported that the patient expired due to congestive heart failure, hypertensive cardiovascular disease and chronic obstructive pulmonary disease. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv), and left ventricular (lv), right atrial (ra) leads were explanted. It is unknown if the patient's products or procedure contributed to their death.

Manufacturer narrative:
The reported event was patient death. As received only the connector portion of the lad was returned in one piece. Final analysis did not find any anomalies.